Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon evaluation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on the tab of connector j2 inside the front therapy electrode. The root cause for the intermittent solder connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the intermittent solder connection. Patient was received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.